Event description:
Manufacturer report number 3006705815-2019-01439.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Manufacturer report number 3006705815-2019-01439.it was reported that the both implanted leads were not providing adequate pain relief. An x-ray image confirmed lead migration and was providing therapy in the incorrect location due to the lead migration. Programming changes were made however was not successful. Lead relocation revision procedure was completed on (B)(6) 2019 to provide adequate pain relief coverage. Device system remains implanted and new anchors were implanted for lead stability. Patient was stable.